Event description:
It was reported that this right ventricular (rv) lead exhibited elevated impedance measurements and recorded noisy signals during arm movements. It was later confirmed that the rv lead was fractured, causing the allegations. The clinic is planning to replace the lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).